Manufacturer narrative:
No adverse pt effects were reported. If additional info is received, a follow-up report will be submitted.

Event description:
A 3m sales rep received info from a customer that they were not able to pick up any trace with certain 3m red dot neonatal monitoring electrodes from this lot. Various machines were used. It was noted that the problem was random; some monitoring electrodes worked, while others did not. Samples of the affected lot were sent to 3m and analyzed. Electrical testing did not meet all specs. Investigation of the raw materials and finished goods is currently being executed.